Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user, there is a red rash under the mass and tape collar of his skin barrier. He first noticed this about 11 days ago. There is also itching in this area. He cleanses the peristomal skin with water and uses adhesive remove. He applies powder and a barrier spray. The skin barrier is changed every 6 to 7 days. He was instructed to clean his peristomal skin with water and mild soap. No further info provided.